Event description:
The facility reported a pump with failure code 810:11 on channel b.it is unk when this failure code occurred.it is unk if there was any patient injury of medical intervention necessary according to the hospital representative.